Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus they received a e200 error when using the evis exera iii xenon light source. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device will not be returned to olympus for evaluation. The service business center (sbc) advised the customer the redial action cleared the error. Upon further inquiry, the customer indicated the bulb, maj-1817, was at its end of life. Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.